Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient reported "signs of rotation of the implant with a rectified face facing the nipple (rotation from back to front)¿ and possible rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side pain, swelling, blistering, "liquid and deformation." Patient "underwent a procedure to remove the liquid and to unfold the prosthesis" but symptoms returned approximately 6 months later. The device has been explanted. Patient reported "signs of rotation of the implant with a rectified face facing the nipple (rotation from back to front)¿ and possible rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ creases/folding of implant: not observed. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ flipping: unable to observe since it is not related to the device. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma-late and inflammation/ irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and inflammation/ irritation.

Event description:
Patient reported right side pain, swelling, blistering, "liquid and deformation." Patient "underwent a procedure to remove the liquid and to unfold the prosthesis" but symptoms returned approximately 6 months later. The device remains implanted.